Manufacturer narrative:
H3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. Please refer to the instructions for use for precautions and warnings related to the use of the device. Based on this investigation, the need for corrective action is not indicated. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
H10: h3, h6: part of the reported device was received for evaluation. A visual inspection revealed that it is not in its original packaging, the insertion device was returned with no suture or anchor returned and there is biological debris on the returned device. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that can contribute to the reported event include inadequate bone quality, improper preparation of the insertion site, or off-axis insertion of the device. Based on this investigation, the need for corrective action is not indicated.

Event description:
It was reported that during an arthroscopy, the footprint ultra suture anchor threads became loose after tension and at the end of actuating the implant. The procedure was finished with a smith and nephew back up device. No surgical delay and no further complications were reported.

Manufacturer narrative:
H10: internal complaint reference number: (B)(4).